Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was randomly turning off during operation. The event occurred during testing.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which was not able to replicate the problem, but the event log did confirm the unexpected shut down. Heavy corrosion on the spring contacts on the battery compartment was the cause of the issue. Testing also found a lifting downstream occlusion (dso) seal. The spring contacts and dso seal were replaced to fix the issue.